Manufacturer narrative:
Additional information: g3 correction: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, sleeve gastrectomy was performed on wednesday. The patient had internal bleeding and was brought back to the or on friday. There was inadequate seal after the procedure. Activation tone was heard. There was no re-grasp alert, but end tone was heard and there was evidence of energy delivery. Bleeding was over 500cc. It occurred in gastric vessels along the greater curvature of the stomach. Other ligasure sites were found opened. Bleeding was noticed in the middle section along the greater curvature during the first procedure. Clips were applied to the vessels when bleeding was noticed. The surgeon noticed that the lf5644 was sealing consistently during the first procedure. Hematoma was drained and was evacuated. Clips were deployed during re-operation for internal bleeding. Clips were used for hemostasis on the omentum that resolved the issue. The hospital stay was extended by 3 days. The patient had past history of obesity and the status of the patient now was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, sleeve gastrectomy was performed on (B)(6) 2023. The patient had internal bleeding and was brought back to the operating room (or) on friday of (B)(6) 2023. There was inadequate seal after the procedure. Activation tone was heard. There was no re-grasp alert but end tone was heard and there was evidence of energy delivery. Bleeding was over 500cc. It occurred in gastric vessels along the greater curvature of the stomach. Other ligasure sites were found opened. Bleeding was noticed in the middle section along the greater curvature during the first procedure. Clips were applied to the vessels when bleeding was noticed. The surgeon noticed that the device was sealing consistently during the first procedure. Hematoma drained and was evacuated. Clips we¿re deployed during re operation for internal bleeding. Clips were used for hemostasis on the omentum that resolved the issue. The hospital stay was extended by three days. The status of the patient now was unknown.